Event description:
During an acl reconstruction, the surgeon had difficulty in passing through the endoscopic drill bit 9 mm the drill wire and passing pin. The resulted in 1.5 hour delay. The evaluation of the dril bit performed after the case showed that the cannulation on the drill bit was not smooth and a small curve inner section was noticed. It was confirmed that there was no complication to the pt.

Manufacturer narrative:
Device was not returned for eval.